Event description:
It was reported that when the right ventricular lead was connected to the new device the lead experienced oversensing and an impedance measurement of greater than 3000 ohms. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.